Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31626425l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the irrigation hole was clogged due to clot when the clot was confirmed. 20 minutes after inserting the catheter into the patient¿ s body, on the third ablation, impedance increased and upon inspection, a clot was attached to the thermocool smarttouch sf catheter. The procedure was completed after replacing the thermocool smarttouch sf catheter with no occurrence of clot thereafter. Additional information was received indicating there were no error messages, just impedance increase. The smartablate generator was in power control mode. Temperature: warning 37, cut off 40. Impedance cut off: max 165 o, spike off, min 50 o. Temperature was at 32, impedance was 120o, and power was 30w. The patient was anticoagulated. Heparinized normal saline was used. Activated clotting time (act) 300 seconds over. The details were unclear, but the irrigation hole was clogged due to clot when the clot was confirmed. The patient has not exhibited any neurological symptoms since the procedure was completed. The clot was located on the catheter tip.